Event description:
The customer reported to olympus, the bronchovideoscope displayed e315 (no image) error. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and customer allegation was confirmed. The scope has no image on the screen. But when the scope was plugged in, error b30 occurred and not e315. After aeration, the image was distorted. Leakage at the scope connector was noted due to a crack. The bending section cover was lifting, had a scratch and was lifting. The charge coupled device shrink tube was split and cut. The insertion tube had a buckle and failed ring gauge. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the leakage occurred from the scope connector while the user was handling the device and water invaded the scope connector. Due to the invasion, abnormality of electronic parts occurred which led to displayed error messages. The event can be prevented by following the instructions for use which state: "-if air bubbles emerge from the endoscope continuously during the leakage test, do not use the endoscope. Water may enter the endoscope and cause a short circuit. This may result in image sensor damage. -when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. -when attaching the connector cap of the leakage tester to the venting connector of the endoscope, push on and rotate the connector cap clockwise fully until it stops. If it is not fully and properly attached, the interior of the endoscope will not be properly pressurized and accurate leakage testing will be impossible. -do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage."